Manufacturer narrative:
Pump received with broken reservoir tube lip and broken battery tube thread noted. Pump passed displacement test. The test reservoir p-cap was unable to lock in place. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a crack in the battery compartment. The customer's blood glucose level was unknown at the time of the incident. The pump was not bumped or dropped. Drive support cap was not damaged. The insulin pump will be returned for analysis.